Event description:
The customer tested her blood glucose using her 2 breeze2 meters and rec'd readings of 87 and 85 mg/dl on one meter and a reading of 53 mg/dl on her other meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.